Event description:
It was reported that pump housing around usb port was damaged and this damage affected ability to charge pump, although pump had not shut down and screws still held plastic piece in place. There was no reported impact to the customer. Customer support explained that damage was cosmetic and did not affect pump functionality, and caller acknowledged and accepted this information, with no additional actions documented.